Event description:
It was reported that predilatation was performed prior to stent deployment and that after stent deployment, a perforation was noted in the left anterior descending (lad) and the patient was rushed to surgery. During the surgical procedure, the patient expired. No additional information is provided.

Event description:
It was reported that predilatation was performed prior to stent deployment and that after stent deployment, a perforation was noted in the left anterior descending (lad), a 3.5 x 20 non-abbott balloon was used to contain the perforation and the patient was rushed to surgery. During the surgical procedure, the patient expired. No additional information is provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death, perforation, hypotension, and arrhythmia are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.